Event description:
During testing and repair at the independent repair center, the irc5lxo2 concentrator was reported to have low o2 (yellow light). This was due to the pe valve leaking which led to the malfunction.